Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported leak in the hub. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. Interim actions have been implemented and this issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional armada device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery with mild tortuosity and mild calcification. During the inflation of two different armada 18 balloon dilatation catheters, leaks were noted at the hub of the devices. A new device was used to complete the procedure. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.